Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the patient¿s infusion set body separated from the infusion set shell, leading the patient to reuse an infusion set before replacing it with a new set that functioned as intended, troubleshooting and education were completed with no alerts or alarms reported. Symptoms included no adverse clinical effects and no reported changes in blood glucose levels. Outcomes included no medical intervention, no hospitalization, and no impact on daily activities. Investigation of this case revealed an infusion set issue where the user chose to reuse the set when it needed to be replaced immediately. It was concluded that the ilet system performed as expected once the set was replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.